Manufacturer narrative:
Retainer ring = clear. Customer returned device for an alleged blank display found on (B)(6) 2021. The device passed active current measurement and self test. Unable to complete displacement test due to seating anomaly. No blank display noted during testing. Successfully downloaded history files and traces using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Insulin flow blocked alarm noted during testing. Found off no power alert on event day (B)(6) 2021 at the times 15:06:00 and 15:21:48, change battery fault on the event date (B)(6) 2021 at the time 14:55:00. Device was cut open to perform visual inspection and found moisture damage¿on the pcba1, pcba2, motor and force sensor.¿test p-cap and reservoir locked properly into reservoir compartment during testing, however, damage to the retainer ring was noted during visual inspection. The following were noted during visual inspection: cracked retainer, pillowing overlay, stained overlay, cracked overlay, overlay texture damage, cracked corner of belt clip rails, cracked battery tube, serial number label damage and corroded home switch. Customer allegations of blank display was not confirmed. Insulin flow blocked alarm noted due to corroded home switch. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display. Customer stated the battery was changed, but the issue was not resolved. Customer states that insulin pump did not react when battery removed. Customer states that after battery change or restart there was no reaction from pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.